Manufacturer narrative:
The sample was returned for the investigation: only the shunt was returned and found to be clogged. Therefore, the complaint is confirmed. After the cleaning the shunt lumen was open. There is no indication for manufacturing related factors that could cause the blockage. During production, 100% final inspection is performed on the entire batch, including visual inspection and inner illumination. If a blockage would be noticed, the product would have been rejected immediately. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during and after the clinical procedure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. No data regarding product identity was received, i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected immediately. Since no sample was returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a glaucoma filtration device implantation, a patient experienced increased intraocular pressure. The device was suspected to be clogged. The surgeon explanted the device and performed a trabeculectomy. Additional information has been requested.